Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed a hematoma after undergoing laser extraction of the right atrial lead. On (B)(6) 2014 drainage of the blood clot was performed. On (B)(6) 2014 the hematoma was still present and a negative pressure drainage device was installed in an attempt to resolve the hematoma.